Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the stent could not be deployed in the sfa during the stent placement procedure. The delivery system could be retracted through the introducer sheath without difficulty. A support catheter and a guide wire were used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported failure to deploy the stent could not be confirmed. The stent was found to be loaded in the system and the deployment system had not been activated. During sample evaluation, the stent could be released without difficulty. A guide wire was found to be stuck in the delivery system and could not be removed during sample evaluation. Therefore, a failure to advance over the guide wire could be confirmed. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. Insufficient flushing of the device may be a contributing factor to the guide wire getting stuck in the system. Also the use of a damaged or inappropriately sized guide wire may lead to the event. In this case, a guide wire smaller than recommended in the IFU was used. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." Also the IFU states: "flush the inner lumen of the stent system with heparinized normal saline prior to use." The IFU recommends the use of a 0.035 inch guide wire. Corrected data - type of reportable event was changed from "serious injury" to "malfunction".